Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Additionally, it was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. Customer¿s blood glucose value was 120-130 mg/dl.